Event description:
Major pump unit(s) involved: external control system failure.additional text: white clip broken.specific component(s) involved: external controller malfunction.additional text: white clip broken.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of external controller.other intervention :implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.